Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely elevated and falsely depressed vancomycin (vanc) results. Hsc has reviewed the information provided by the customer and the system data. Calibration and quality control recovery was within conformance. No issues were noted with other patient samples indicating that the instrument and assays were performing acceptably. The customer and instrument are fully operational. A potential product issue has not been identified. The cause of the event in is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
Discordant, falsely elevated, and falsely depressed vancomycin (vanc) results were obtained on a patient sample on a dimension vista 500 system. The discordant results were not reported to the physician(s), and were questioned by the customer. The same sample was reprocessed multiple times the same day with the same instrument, and lower and higher results were obtained. One result was reported and considered correct. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated, and depressed vanc results.